Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear in connection with improper handling. The cable was used for longer than the specified 12 (twelve) months. Olympus will continue to monitor field performance for this device.

Event description:
The high frequency cord smoked and caught on fire.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause of the reported phenomenon could not be conclusively determined. However, the instructions for use (IFU) instructs user to inspect the device prior to use to ensure that the device is fit for use, not damaged, and to check for mechanical defects. The IFU also instructs user to always have a spare equipment available. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the light-guide cable, caught fire during an unknown procedure. There were no reports of patient harm.